Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the instrument has been received for examination. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 230 reported that the drill was bent. No surgical delay. The device associated with this report was not returned. Previous investigations have determined that use error is the likely root cause. A search of the complaint database found additional reports of drill bit breakage and bending within the 2274 drill family. The previous investigations identified the function and intended use of the drill bits is to create an initial pilot hole in which screws can be placed to affix the acetabular shell to the acetabulum. These drill bits can be either flexible or straight. Previous investigations have determined that use error is the likely root cause. During the surgical procedure, as described in the surgical technique brochure 061142-050, the drills are attached to a hand-held power drill, and using a guide drill, pilot holes are created at the required angle for proper screw placement. The drill bits are manufactured with 455-grade stainless steel. 455-grade stainless steel has been approved for use in surgical procedures but not for the purpose of prolonged in vivo implantation.  The pinnacle cups have screw holes for additional fixation using cancellous screws. The location and angles of these screw placements are very critical due to underlying soft tissue and nervous system damage that could result from improper screw placement. These angles can vary up to 34 degrees. These variations in angles and placement could induce eccentric loads on drill bits during use and could become susceptible to failure or breakage. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit.  A health hazard evaluation dva-106292-hhe was previously conducted. As part of the health hazard evaluation dva-106292-hhe the fmea#fde00-10 was reviewed, and this hazard/harm was addressed by that fmea.  Previous investigations found as a result of trending health hazard evaluation, dva-106292-hhe was conducted. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. No evidence was found of product or design error as a contributing factor. Complaints will be monitored under sep 419 post market surveillance. Update: (B)(6) 2019 territory 230 reported that the drill was bent. No surgical delay. Examination of the returned instrument confirmed the complaint; the fluted tip is bent. Previous investigations have determined that use error is the likely root cause. A search of the complaint database found additional reports of drill bit breakage and bending within the 2274 drill family. The previous investigations identified the function and intended use of the drill bits is to create an initial pilot hole in which screws can be placed to affix the acetabular shell to the acetabulum. These drill bits can be either flexible or straight. During the surgical procedure, as described in the surgical technique brochure 061142-050, the drills are attached to a hand-held power drill, and using a guide drill, pilot holes are created at the required angle for proper screw placement. The drill bits are manufactured with 455-grade stainless steel. 455-grade stainless steel has been approved for use in surgical procedures but not for the purpose of prolonged in vivo implantation. The pinnacle cups have screw holes for additional fixation using cancellous screws. The location and angles of these screw placements are very critical due to underlying soft tissue and nervous system damage that could result from improper screw placement. These angles can very up to 34 degrees. These variations in angles and placement could induce eccentric loads on drill bits during use and could become susceptible to failure or breakage. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. A health hazard evaluation dva-106292-hhe was previously conducted. As part of the health hazard evaluation dva-106292-hhe the fmea#fde00-10 was reviewed, and this hazard/harm was addressed by that fmea. Previous investigations found as a result of trending health hazard evaluation, dva-106292-hhe was conducted. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. Complaints will be monitored under sep 419 post market surveillance. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the instrument has been received for examination. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drill was bent.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.